Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of over 300mg/dl. The customer stated that the insulin pump alarmed no delivery during the manual prime. Troubleshooting was performed. The battery and the infusion set were changed and she was able to prime and to reconnect to the device. No further information was provided.